Event description:
Customer responded to patient complaining of chest pains and shortness of breath. Patient was connected to device for monitoring only. Device displayed "patient not connected" message. No adverse patient outcome reported. Service representative duplicated reported condition. The device was repaired and proper operation confirmed.